Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unk - screws: nail distal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. (B)(6), (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported on an unknown date that through a departmental clinical governance process, we have identified three cases where the distal locking screws have backed out over a 6-week post-operative period and that has led to the need for revision surgery. This has raised concerns within our unit, and we have therefore proceeded with a review process of the use of this implant in our unit. I have previously discussed this with rep team at our sites and have asked for a list of orders to be provided so that we can ensure all cases are captured. Unfortunately, this has not been provided and we have therefore proceeded through a review of all our theatres log records and identified 15 cases. On reviewing the cases we have observed that only 7 cases are past the 6 week follow up and from these 3 have had to be revised because of backing out of the distal screws. This has been discussed extensively in our unit's audit meeting on the 11th of july and an action plan has been agreed by all present. This includes raising our concerns with yourselves and the mhra. I am not including the case identifiers in this email for data confidentiality purposes but we would be happy to discuss this further with your relevant team (perhaps on a visit to our site). Our departmental discussion on the 11th july has raised further points of concern that we feel we need to raise with yourselves: ¿ as clearly highlighted in government and mhra advice any medical device that has undergone modifications should be monitored and evaluated and the industry should provide support towards this to relevant units. We are aware of a prospective trial that has been registered in the us but have not received any guidance or support towards this at barts. Being a leading unit within UK's busiest major trauma centre we are concerned about the lack of action towards this. This has been previously highlighted for other medical devices from your company such as the etn protect imn for which we have been the biggest users in UK. Our team has been monitoring its use and has recently published outcomes but this has been clinician led without any involvement or support from yourselves. This has been raised as a major concern in the meeting. We are very keen to support progress and innovation but feel that we should be supported appropriately to ensure the safety of our patients is not at risk. ¿ we are concerned about the lack of formal training sessions provided to users for such products when they are introduced. ¿ we are concerned that in one of the cases, the peak liner "fell off" intraoperatively and in the presence of a company representative it was deemed appropriate to proceed with the procedure using the implant. There is minimal information surrounding this liner in the surgical brochure. This further highlights lack of appropriate support and clarity by the team present in theatres. The lack of support has been a recurring theme. Despite the high volumes of trauma and implant use there is currently only one member of your team allocated to support us. That member is also providing support to other sites and therefore despite that member's best efforts (which are recognized and praised by all) often cases are performed with no industry representative present. The rfn-advanced issue is obviously the most pressing matter and we would be grateful for your team to investigate our concern and act upon as deemed appropriate. This report is for one (1) unk - screws: nail distal locking this is report 1 of 1 for complaint (B)(4).